Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03078. This report is being submitted as additional information. Brand name, UDI #: FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Concomitant medical products: the heartmate 3 system controller, s/n (B)(4), is added as concomitant medical product. Driveline power fault were believed to be caused by the system controller fuse issue. Approximate age of device ¿ 8 months. Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed damage to the pump cable near the driveline exit site. Evaluation of the submitted log files also confirmed a controller fault alarm relating to a fuse a issue and a brief pump stop on (B)(6) 2017. Intermittent low flow hazard alarms were confirmed through the submitted log files as well; however, these alarms occurred after the pump recovered above the low speed limit and did not appear to be related to the controller fault alarm / fuse a issue. These findings appear consistent with the account¿s report that the patient cut the driveline with a knife and that the cut went past the ¿external plastic¿. Evaluation of the submitted photos confirmed that the patient¿s pump cable was cut through the outer silicone sleeve and underlying armor layer; however, the depth of the cut could not be conclusively determined. The full extent of the reported wire damage was not visible through the submitted photos. The submitted system controller event log files are evaluated. Evaluation of system controller event log file (B)(4) confirmed a controller fault alarm relating to a fuse a issue, as well as a brief pump stop for approximately 3 seconds. The system recovered to the stored patient speed of 5,300 rpm and the driveline power fault remained active. It is noted the log file (B)(4) data was extracted from system controller serial number (B)(4). The system controller event log files (B)(4), from system controller serial number (B)(4), revealed intermittent low flow alarm events as a result of the flow estimation value being captured below the 2.5 lpm limit threshold. Calculated average flow ranged from 2.2-2.4 lpm for these events. A specific cause for these low flow events and a direct correlation to heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. No additional atypical alarms were captured. The system controller periodic, lvad event, and lvad periodic log files were also reviewed and no additional atypical events were captured. The account communicated that the patient¿s controller was exchanged on (B)(6) 2017 (investigated under (B)(4)). On (B)(6) 2017 abbott technical services performed a driveline evaluation. It was reported that the external portion of the driveline was palpated / moved from the exit site to the modular cable connector while the patient was supported by a grounded patient cable. There were no issues. The vad coordinator secured the damaged area of driveline with rescue tape. On (B)(6) 2018 the account reported that the low flow alarms resolved without any intervention. The account rescue taped the spot where the pump cable was cut and the pump has performed as expected since, with no other interventions. Heartmate 3 lvas, serial number (B)(4) was ultimately exchanged on (B)(6) 2019 due to frequent low flow alarms despite blood pressure management and intermittent hydration (investigated under (B)(4)). The heartmate 3 lvas IFU and patient handbook contain information on how to properly care for the driveline, and state damage to electrical wires inside the driveline can occur even if not visible outside. Be alert for signs of driveline damage. The hm3 lvas IFU also explains the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient cut the driveline with a knife trying to loosen the dressing and there was a driveline fault alarm. There is a splice into the driveline that goes past the external plastic. The patient was asymptomatic. Log file contained a pump stoppage on (B)(6) 2017 at 14:50:23 and it lasted approximately 3 seconds. A short between some of the driveline conductors caused the pump to briefly stop and fuse in the system controller blew causing the driveline power fault events. After this pump stoppage the pump returned to normal operation for the remainder of the log file. It was reported that the system controller was exchanged. Second log file submitted from the new system controller, which did not contain any pump stoppages or driveline power fault events. The driveline power conductors at this time do not look to be compromised. Driveline x-rays are unremarkable. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a driveline evaluation. Palpated/moved external portion of driveline from exit site to modular connector while tethered on grounded power module patient cable without issue. Vad clinician secured suspect damage area with rescue tape.